Event description:
It was reported that after intubating the tracheostomy tube into the patient, leakage of air from it was observed. The customer changed the device to another new one, no patient injury reported.

Manufacturer narrative:
Month and year of event have been provided, day is unknown. Lot number, expiration date and manufacture date are unknown, no information is available based on reported lot number. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event methods, evaluation, and conclusion codes: updated. One used sample device was received for investigation. No damage or anomalies were observed during visual inspection. The reported issue was confirmed during functional testing when the device cuff would not inflate. The issue was traced to a tear in the device cuff. During manufacturing process the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. As no lot number was provided, a review of manufacturing device history records could not be conducted. As the customer reported the cuff leak was not observed prior use the investigation attributed the root cause to a contact with a sharp edge that occurred during tracheostomy procedure or during usage. As no manufacturing root cause could be confirmed, no actions have been taken at this time.